Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
(B)(4): it was reported that the occlusion sensor seal was bubbling up. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number:3012307300-2022-07969. The report was submitted in error.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and also that the downstream occlusion sensor was bubbled. The complaint allegation was confirmed. The cause of the reported issue was not identified during the investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.